Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore, no pt info is reasonably known at the time of the event. Donor unit#: (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. The analysis of the rdf did not find any conclusive cause of the elevated wbc content reported for this collection. No unusual process variable was identified and trima accel operated as intended. While the trima accel system is typically robust against numerous draw pressure alerts, it is possible that the number of alerts that occurred during relatively brief periods of time, disrupted the steady stated of the system and contributed to the higher than expected wbc content reported for this product. It is also possible that a sampling, calculation, or other process error may have contributed to the higher than expected wbc content in the platelet product. Investigation eval and corrective actions are in process. A follow-up report will be provided.